Manufacturer narrative:
Manufacturer¿s ref. No.: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Procode is krd/hcg. The initial reporter phone: (B)(6). The initial reporter email address is not available. [Conclusion]: the healthcare professional reported that during the cerebral coil embolization of an unruptured aneurysm located on the internal carotid artery-posterior communicating artery (icpc), an approach was made from the right femoral artery with a 6f sheath. A guiding catheter was advanced toward the left internal thoracic artery. The concomitant sl-10® microcatheter (stryker) was inserted into the patient and advanced toward the target aneurysm. Coil embolization started and several g3 coils and competitor coils were used. The 1.00mm x 3.00cm galaxy g3 mini coil (glm910030 / l14634) was used as an additional coil. The delivery wire was pushed as the sheath introducer was pressed against the hub of the microcatheter, however, the delivery wire was not able to go into the microcatheter. The physician attempted to advance the coil out from the distal end of the introducer outside of the patient, but it was not able to advance out. The complaint coil was replaced with another competitor coil of the same size and the procedure was continued. It was reported that continuous flush was maintained through the microcatheter. Excessive force was not applied to the device. There was no report of any patient adverse event or complication. The complaint product was returned for evaluation and analysis. The investigational finding is documented below. Investigation summary: the non-sterile 1.00mm x 3.00cm galaxy g3 mini coil was received contained in a pouch. Visual inspection was performed. The marker band was found at 38cm from the hub; this is within specification. The device was observed in good, normal condition without any anomalies or appearance of damage. The device underwent microscopic inspection. It was observed that the embolic coil was stuck inside the introducer and in kinked condition. Functional analysis and testing could not be performed due to the embolic coil being stuck inside the introducer and in kinked condition. A review of manufacturing documentation associated with this lot (l14634) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The complaint reported that the 1.00mm x 3.00cm galaxy g3 mini coil chosen as an additional coil was impeded in the introducer. The reported issue was confirmed based on the microscopic inspection when the embolic coil was observed stuck inside the introducer and is in kinked condition. The kinked condition would likely make it not possible for the coil to advance through the introducer. The condition observed is related to the reported issue documented in the complaint. The coil may have become kinked during the attempt to advance it out of the distal end of the introducer when it was removed from the patient. Coil kinking is a known potential issue associated with the use of the device. The instruction for use (IFU) provides proper handling instructions for the device to prevent issues such as kink from occurring. The kinked condition observed on the embolic coil of the returned device was not originally reported with the complaint. The exact cause of the observed kinked condition could not be conclusively determined; however, it may have occurred when the physician attempted to advance the coil out from the distal end of the introducer after the device was removed from the patient. Inadvertent force may have been exerted on the device which resulted in the kinked embolic coil. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. In addition, devices undergo 100% inspection at final assembly for the condition of the embolic coil. Thus, it is not likely that the 1.00mm x 3.00cm galaxy g3 mini coil left the manufacturing facility with the embolic coil in the observed kinked condition. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during the cerebral coil embolization of an unruptured aneurysm located on the internal carotid artery-posterior communicating artery (icpc), an approach was made from the right femoral artery with a 6f sheath. A guiding catheter was advanced toward the left internal thoracic artery. The concomitant sl-10® microcatheter (stryker) was inserted into the patient and advanced toward the target aneurysm. Coil embolization started and several g3 coils and competitor coils were used. The 1.00mm x 3.00cm galaxy g3 mini (glm910030 / l14634) was used as an additional coil. The delivery wire was pushed as the sheath introducer was pressed against the hub of the microcatheter, however, the delivery wire was not able to go into the microcatheter. The physician attempted to advance the coil out from the distal end of the introducer outside of the patient, but it was not able to advance out. The complaint coil was replaced with another competitor coil of the same size and the procedure was continued. It was reported that continuous flush was maintained through the microcatheter. Excessive force was not applied to the device. There was no report of any patient adverse event or complication. The complaint device was returned for evaluation. During the visual / microscopic inspection of the returned device, the embolic coil was observed in kinked condition. Based on the product analysis 26 january 2021, this event has been deemed MDR reportable as a ¿malfunction.¿